Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead exhibited a failure to capture, low r-wave amplitude sensing, and a drop in pacing impedance. X-ray confirmed the right ventricular lead had dislodged. The physician attempted to reposition the right ventricular lead, but the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, low r-wave amplitude sensing, and decreased pacing impedance were not confirmed while the helix extension issue was confirmed. A complete lead was returned in one piece for analysis. X-ray inspection found the inner coil over torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The cause of helix mechanism issue was isolated to the helix being clogged with blood and over torque of the inner coil. Electrical testing was normal with no anomalies found.